Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the shunt sensor leaked at the male luer lock part. This unit leaked after calibration, while building it into the circuit. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The actual device was microscopically inspected upon receipt and confirmed no anomalies such as a definitive separation between the thermowell and polycarbonate insert. Pressure testing was conducted by submerging the device in a water bath to ~1000 mmhg and held at that pressure for 30 seconds; then it was attached to a bpm head and pressurized again to ~ 1000 mmhg and monitored for 30 seconds - a leak was detected. A review of the device history record confirmed there were no anomalies. This unit was sufficiently cured and sealed to pass through our 100% leak; however, shipping, handling, and temperature/pressure changes may have caused the weak adhesion. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 2, 2015. (B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code 11. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.